Event description:
The female pt rec'd two 3.0 x 13 mm cypher stents and one 3.0 x 18 mm cypher stent to treat lesions in the distal circumflex and the proximal lad in 2003. Pt was hospitalized on july 28, 2008 with an mi. Evidence of st-elevation and positive troponin (1.7 ng/ml). Ck value: 677 iu/l, ck-mb: 107 iu/l. The diagnostic is: lateral mi. Only conservative treatment. No evidence of ischemia on the stress test. Blood pressure: 192/82 mmhg, beat: 112 bpm. Pt discharged in good conditions on five days later.

Manufacturer narrative:
The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02519.